Event description:
It was reported that this right ventricular (rv) lead exhibited random, high frequency, large amplitude oversensing. Technical services (ts) noted that rv capture could not be confirmed in one of the episodes, resulting in 3.5 seconds of pacing inhibition. Ts could not observe an obvious t wave morphology. This patient was pacemaker dependent at that time. Ts could not determine the source of the oversensing and recommended in clinic evaluation with arm movements. Additional information is being requested by the field. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received. The rv lead was surgically abandoned and replaced. It was reported that this patient experienced dizziness and was presyncopal. No additional adverse patient effects were reported.